Manufacturer narrative:
Corrected data: a0902 removed from h6. The investigation is still ongoing.

Event description:
The complainant reported that they encountered an automated impella controller (aic) issue. The impella cp was being inserted as per usual. After hooking up the power cable to the aic, the aic deviated from the normal screen prompts and appeared to have displayed older versions of aic prompts similar to the impella 2.5. The local team recommended to switch to a backup aic which worked without concern. There was no patient harm.

Manufacturer narrative:
The automated impella controller was returned, and an evaluation is underway. Upon investigation closure, a supplemental report will be filed.

Manufacturer narrative:
H6 codes were corrected.